Event description:
Patient's mother contacted dexcom technical support on (B)(6)2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6)2014. Patient inserted sensor in buttocks which is not an approved insertion site. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).